Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and undersensing. It was noted that during the replacement procedure, the helix of the rv lead would not retract, so the rv lead was capped and replaced. No patient complications have been reported as a result of this event.